Event description:
A malfunction of the aia-600ii (automated immunoassay analyzer) resulted in imprecise pt results. The results were reported, and questioned by the attending physician. The results were (B)(6) than the pt¿s actual results which could affect the treatment or influence the lack thereof.

Manufacturer narrative:
The instrument was replaced at the end user facility on (B)(6), 2009, when engineering determined that repair to the unit was not appropriate. The replacement instrument was successfully validated for precision, pt result reproducibility, and control values were within range when assayed in triplicate.